Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -5.00 diopter, implantable collamer lens was implanted in the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye and the problem resolved. No patient injury, cause of event is unknown.